Event description:
It was reported that even after calibration, the point where the stylus touched the programmer screen and the position of the pointer do not match. The programmer was returned. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Display overlay /bezel assembly found out of electrical specification.